Manufacturer narrative:
Final analysis revealed that cause of the stuck lv lead could not be determined. The longevity of the battery was determined nomal battery depletion. (B)(4).

Event description:
It was reported that during device changeout procedure, the lead could not be pulled out from the ICD. The physician drilled a small hole behind the connector and the lead was pulled out easily. The device was explanted and replaced. The patient was in stable condition.